Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated approximately 31cm distal to the is-1 connector pin, in the region of the suture sleeve a 360 degree deformation of the outer conductor coil. The lead body was found squeezed in this area. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high thresholds. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to high thresholds and failure to capture. Should additional information become available, this file will be updated.